Manufacturer narrative:
Citation: clerfond et al. How to use the aortic valve calcium score to improve the results of transcatheter aortic valve implantation with a self-expanding prosthesis. Arch cardiovasc dis. 2022 apr 21;s1875-2136(22)00047-x. Doi: 10.1016/j.acvd.2022.03.001. Earliest date of publication used for date of event. Medtronic products referenced: evolut r and evolut pro. Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding aortic valve calcium score for transcatheter aortic valve implantation (tavi) with self-expanding prostheses. All data were collected from a single french center between january 2018 and march 2019. The study population included 168 patients who were predominantly female with a mean age of 82.1 years. All patients were implanted with a medtronic evolut r (n=79) or evolut pro (n=89) bioprosthetic valve (unique device identifier numbers not provided). Among all patients, two patients died during the hospital phase. One polypathological patient died as a result of severe low-output left ventricular dysfunction. A second patient died as a result of fibrinolyzed stroke complicated by subarachnoid hemorrhage and pericardial effusion. No further details were provided on these deaths. Based on the available information medtronic product was associated with the death(s). Among all patients, adverse events included: moderate to severe paravalvular leak (pvl), moderate aortic regurgitation (ar), conduction disturbance requiring permanent pacemaker, tamponade, stroke, vascular complication, bleeding complication, and conversion to surgery. Based on the available information medtronic product was associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.